Event description:
Per the surgeon, the patient's flange fixture with abutment fell out. Per the surgeon's report, compromised bone may have caused/contributed to the lack of osseointegration. Revision surgery was not scheduled at the time this report was filed, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission on march 2, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.